Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 1.6cm located in the right upper lobe abutting the fissure. Imaging modalities used for the biopsy were c-arm fluoroscopy, cone beam, and radial ebus. Staging utilizing endobronchial ultrasound (ebus) was performed. The procedure was completed. The patient experienced chest pain. The pneumothorax was identified post-procedurally and was moderate in size; therefore, a 14f chest tube was inserted to resolve the pneumothorax. The physician believed the pneumothorax occurred because it was a peripheral biopsy and that the pneumothorax could have potentially occurred via another biopsy modality. The patient was hospitalized for 1 day, then discharged home. The diagnosis obtained from pathology was lymphoma (malignant). Following the ion procedure, the patient began chemotherapy. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 01-aug-2023, a system log review cannot be performed because the system logs are not available.